Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2019-01742. It was reported that the patient's leads had migrated. Reportedly, the patient had experienced some form of trauma prior to the event. Surgical intervention was undertaken on (B)(6) 2019 wherein both leads were repositioned thus resolving the issue.